Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually confirmed to have damage of cable assembly. The cable was found deformed in cable insulation. The endoscope was visually inspected and found with cosmetic damage. It was confirmed during inspection of the endoscope cable integrated connector that the cable integrated connector housing exhibited discoloration. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the light emitting diode (led) windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use or improper handling, which may include accidentally running a large, massed object over the cable (e.g., a wheel of one of the carts or an or table). The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope would not rotate, or at times would rotate itself without prompting. When rotation was initiated to 30 up/30 down from the surgeon side console (ssc), the endoscope would either get stuck or continue rotating past the 180 degrees. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic surgical case, the surgeon attempted to rotate the endoscope from 30 degrees up to 30 degrees down while the endoscope and adapter were properly attached. No damage or missing components were observed. The endoscope had been manually rotated 180 degrees prior to the event, though it was unclear if the controls were reassociated. The procedure was completed with the same endoscope without further rotation, and no patient injury occurred.